Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient has not used the scs system in over two years. As a result, surgical intervention may occur.

Event description:
Based on information obtained, the ipg was explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.